Event description:
Medtronic received information that a patient treated with a react-71 catheter and sfr4 stent had complications. Acute infarction with hemorrhage in left posterior cerebral arteries (pca) territory. Nihss score: 19. No actions were taken. The event resolved on (B)(6) 2024. Ph1 and infarction in new vascular territory combined by site as both are potential complaint and related to study procedure, new infarction may be possible device related. Pre-procedure mtici score: indeterminate. Final post-procedure mtici score: 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient recovered/resolved on (B)(6) 2024. The infarction was slightly related to the procedure and underlying disease. The ae was possibly related to an underlying condition or disease. The infarction was checked in post 24hr follow up MRI conducted on (B)(6) 2024. The new infarction was at the pca left territory. The event was assessed as possible related to study procedure and study devices utilized. Location of proximal face of the clot pre-procedure mtici score was indeterminate. The ph2 was in the index infarction of the left mca-m1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported causality assessment provided as: possible related to procedure, not related to devices, disease under study and underlying condition or disease. Rationale for the relationship to system or procedure: this is common symptom after the procedure.